Manufacturer narrative:
Investigation results: the pivot jaw came loose. Complaint sample was not returned for investigation. Investigation was carried out with a pictured provided. As the picture provided by customer shows the pivot jaw is complete and exhibit no visible defects. The pins are present. The housing also shows no visible damage, the holes for the pivot jaw fixation seem to be in a proper condition. The leaf spring which is mounted between the housing ant the pivot jaw is absent and not mentioned in the complaint description. Unfortunately the picture is not detailed enough to evaluate the fixation notch at the housing, which is responsible for the proper fixation of the pivot jaw. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably manufacturing related. Rationale: in similar cases like this the crimping notch which is responsible for the fixation of the pivot jaw was not performed or performed insufficient. The notch is necessary to fix the pivot jaw in its position. Corrective actions: a "product safety case" was performed (psc) to evaluate the risk of this failure. According to the inspection of the facts and the circumstances there is no systematic failure for the error pattern. Actually no market measure is necessary because the probability of occurrence is very low. The products will be further monitored within observation of the market. Measures to prevent the reoccurrence of the failure: failure visualization for employees in the production plant.

Event description:
It was reported that there was an issue with a caiman maryland. According to the complaint description during surgery a piece of the caiman broke off. There was no patient harm. Additional information was not provided but has been requested. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).